Event description:
The user facility reported that the 57-year-old male patient on impella 5.5 support developed a large hematoma at axillary site with numbness and tingling down arm distal to impella insertion. Surgical exploration was performed. The patient bridged to transplant.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27189 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27189.